Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of receiving 5 liquid level detection alarms on a cobas e 411 immunoassay analyzer. The customer also complained of erroneous results for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat). The erroneous results were not reported outside of the laboratory. The initial troponin t stat result was <0.01 ng/ml. The sample was repeated on a cobas 6000 e 601 module and the result was 0.21 ng/ml. This result was believed to be correct and was reported outside of the laboratory. No adverse event occurred. The troponin t stat reagent lot number was 17644300 with an expiration date of 08/31/2017. The customer indicated the gripper had been replaced on 01/03/2017 and a software update had been done on 01/05/2017. The field service engineer (fse) visited the customer site and identified a broken sample cover tray. The sample cover tray was out of alignment and was causing an electronic failure of the liquid level detection function. The broken sample cover was removed until the new one is received. Quality controls were run and were acceptable.

Manufacturer narrative:
Calibration data was acceptable. The broken sample cover tray identified by the fse is the most likely cause of the liquid level detection alarms and the discrepant results. After replacing the sample cover tray, the problem was solved. Product labeling states the sample cover needs to be closed before starting a run. The investigation has not ruled out that the cover was not closed causing it to break. An operator handling issue has not been excluded. The investigation did not identify a systemic issue with sample cover trays breaking.